Manufacturer narrative:
As of this date, this lead and device remain implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed numerous non-sustained ventricular tachycardia episodes were stored in the arrhythmia log book. One episode had been treated with antitachycardia pacing. The electrogram indicated this was noise. Provocation measurements could not reproduce the noise. As the patient does heavy lifting for his job, remote monitoring was set up. An x-ray did not reveal any issues, however subsequently, an x-ray was provided to an internal technical service consultant. Upon review of the xray, ts determined that the right ventricular pacing lead had not been fully seated into the set screw. It was thought this finding was the reason for the electrogram noise. As the patient does not require pacing, the noise causing oversensing did not result in asystole greater than two seconds. No adverse patient effects were reported. A decision will be made regarding revision in the near future.

Event description:
Additional information was received. Approximately, thirteen months later, a revision procedure was performed. This lead was removed, replaced and returned for analysis. Difficulty was encountered during the removal process. Visual observation revealed the high voltage portion of the lead was protruding at the proximal end, however it could not be determined whether this occurred during the removal process.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the proximal segment of the lead was returned severed at 19 cm from the is-1 pin. Setscrew marks were noted on all terminal connectors at the midsection of the terminal pins indicating that the lead had been properly inserted into the device header. Analysis concluded the returned portion of this lead was electrically continuous. Analysis could not determine a reason for the reported clinical allegation and concluded the lead had properly been inserted into the device header.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.